Manufacturer narrative:
(B)(4). Cartridge were malformed staples present after firing the device? Yes after 1 firing. Was there an incomplete staple line after firing the device? Yes. On what tissue type was the device used? At what location on the tissue? Stomach close to the pylorus. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? If echelon, during which stroke did the event occur?1st. What other color cartridges were used before and after this event?n/r. Was buttressing material utilized? If so, which product?no. Was the instrument fired across or near an existing staple line or clip?no. Were any unexpected noises heard? If so, when?no. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention?no surgeon had to open it using force. Was there any difficulty removing the device from the tissue? Yes. The ec60 device was received for analysis with no visual non-conformances and with a cartridge reload loaded on the device. The reload was received partially fired 1/10. After further analysis it was noted that the proximal part of the cartridge deck and the tip of the one piece sled were found damage. The damage to the cartridge and sled is consistent with clamping and attempting to fire the device over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. It should be noted that if resistance is felt during firing, the firing sequence should be stopped, the firing mechanism should be returned to the home position in order to open the device and the cartridge reload should be replaced. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device was open to verify the condition of the internal components and an indentation was noted on the anvil release button consistent with attempting to open the device while the firing mechanism was in the partial fire position. Please note that in order to open a device the firing mechanism should be in the home position (3 stroke indicator at home) event described could not be confirmed as the device opened without any difficulties noted.

Event description:
It was reported that during an open sleeve gastrectomy procedure, while using a green cartridge at the first firing, the device was stuck completely. The surgeon was unable to reopen the stapler though using the manual release system. After a long struggling the stapler opened leaving an "uninformed" staple line. A new stapler was opened and operation completed without any damage to the patient.